Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 cable connector broke. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unknown to us at this time. (B)(4).